Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-04021. The pt received her scs system, including two leads (with different lot numbers) on (B)(6) 2009. It was reported the pt noticed a change in her stimulation. The sjm representative identified there were invalid contacts with one of her leads. Reprogramming was unable to regain stimulation where it was needed. Follow up identified one lead was replaced on (B)(6) 2011.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.